Event description:
It was reported that the sensors are not returning to zero-out when the sensor is off the finger. Afterwards, it gives incorrect numbers. No known impact or consequence to pt.

Manufacturer narrative:
Attempts for been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for eval or new info is obtained, a follow-up report will be submitted.